Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor tested outside of device and passed, and no motor error alarm noted. The insulin pump was received with scratched lcd window, cracked lcd window, cracked reservoir tube lip, scratched reservoir window, cracked battery tube threads and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 149 mg/dl. Nothing further reported.